Event description:
It was reported that the patient presented to clinic for 1-week post-implant follow-up. An increase in the capture threshold and decrease in the pacing lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.